Event description:
Boston scientific received information that this patient had been experiencing frequent syncopal episodes. System evaluation noted variable sensing measurements between 1.6mv and 4.9mv. Additionally, varying impedance measurements of 300-410 ohms were noted. Multiple ventricular episodes were stored in the device that appear to be noise on the right ventricular (rv) lead only. A revision procedure was performed and when the pocket was opened, blood was observed in the rv lead insulation. This lead was removed from service and replaced without further incident.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, the reported clinical observations can not be returned. This product issue will be re-evaluated if additional information is received.